Event description:
This lead was damaged during open heart surgery on (B)(6) 2011. The procedure took place at (B)(6) center with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).